Event description:
It was reported that the pt felt the neurostimulator (ins) flip two times. It was reported that it took all day to get any efficiency bars when the pt needed to recharge her ins. It was also reported that the pt felt some pressure at the spine area where the lead is located. It was reported that twice the voltage was needed to provide coverage for the pt's symptoms. The pt also reported severe pain which she has not felt in the past 12 years. Add'l info has been requested from the hcp, but was not available as of the date of this report.